Manufacturer narrative:
The insulin pump received with a constant flashing white light on the display due to a vertical cracked lcd controller. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to a pump flashing white light on the display. No cracks on the bottom of the insulin pump or the bottom end cap noted. The device pump received with a scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dropped and has a blank display. Customer's blood glucose was 157mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.